Manufacturer narrative:
The technician replaced the head end hi-low cylinder solenoid valve to resolve the issue.

Event description:
Technician alleged that the head end hi-low cylinder had slowly drifted down. There was no pt impact reported.